Event description:
The reporter stated, the surgeon inserted a -17.5 diopter 12.5mm icm125v4 implantable collamer lens in the pt's right eye (od) and one haptic was damaged by the foam tip plunger, entrapping the icl in the cartridge tip. The icl was stuck to the foam tip plunger. The icl was removed with no pt injury. Another same model icl was implanted on (B) (6) 2010. The reporter stated, the cause of the lens tear was due to the foam tip plunger or the cartridge.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and a piece of one haptic was broken. The lens was returned in liquid. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found. Conclusions: based on the complaint history, work order search, lot number searches and the evaluation of the returned product, the most likely root cause of the event seems to be surgeon technique (incorrect cartridge loading, rapid ejection, not enough viscoelastic used, mishandling or use of sharp forceps). (B)(4). The cartridge was not returned.

Manufacturer narrative:
(B) (4): evaluation: foam tip plunger lot number search, injector lot number search. Results - a foam tip plunger lot number search was performed and no similar complaints were found. An injector lot number search was performed and no similar complaints were found. (B) (4).